Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23000 error was found, followed by error 1173 indicating a search light error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 23000 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check, and sine cycle was found to be failing on the yaw axis. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the yaw searchlight assembly within the affected usm.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error 23000 occurred, which resulted in the universal surgical manipulator (usm)1 having yellow leds and did not move. The customer attempted to resolve the issue by performing a hard power cycle with emergency power off (epo), but the fault persisted. The customer disabled the usm1 and successfully completed the procedure with the remaining three usms. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified the presence of errors related to the usm1 axis 1 pot and encoder overtravel issue. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 23000. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.